Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrojejunal anastomosis in a gastric bypass procedure, the anvil and stapler was connected per instruction. After firing the stapler, the retrieval suture was not cut and only the distal donut was identified on the stapler upon inspection. There was not a proximal donut found. Air water leak test was negative. The retrieval suture was cut to release from stapler/anvil. Subsequent test showed anastomosis was okay. There was no patient injury.